Manufacturer narrative:
Reason for reoperation: rupture. No further follow up can be conducted at this time as we do not have the necessary information to do so.

Event description:
Patient reported unknown side "multiple ruptures". Device status is unknown.